Event description:
It was described that the lead integrity alert was triggered and that the patient is hearing alert tones every four hours. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.